Event description:
It was reported that a patient had symptoms such as change in gait, tremor around the mouth, tongue sticking out of the right side of the mouth, difficulty speaking, wheezing, labile hypertension, edema in his legs, and weight gain. It was noted that the left leg had worse edema and the patient had gained 52 lbs since implant. The reporter stated that there was dissatisfaction with the therapy. It was reported that the tongue and mouth issues had developed within the last 3-4 weeks after reprogramming. Seventeen months later, it was reported that the patient had issues with balance which had been "exacerbated terribly" and the patient fell "all the time." The patient would fall every 2-3 months prior to surgery and now fell 2-3 times a day. It was noted that stimulation was working and the patient had no more tremors. It was reported that the patient had speech issues and got speech therapy, but 2-3 months after speech therapy "it got worse." The reporter stated that the patient never had an issue with speech before the surgery. It was noted that the patient had hypertension prior to surgery but since the implant the patient had labile hypertension. The patient's health care provider (hcp) adjusted medication in hope of treating it but it hadn't resolved. It was reported that the patient was on stalevo medications and was getting good results with on and off times for the last 7-8 months. The reporter stated that the patient had issues with choking and the hcp stated that it was from excessive saliva. For the first three months the patient would cough until he passed out due to vasovagal response. The patient didn't pass out anymore but still choked. Within the last three months the patient's tongue stuck out of the right side of the mouth and the patient had begun to drool. The reporter stated that the drooling may be a progression of the disease and not due to the therapy. It was noted that the patient saw his doctor every three months. The patient had seen "many, many" specialists. When the patient started wheezing, he saw a pulmonologist who wondered if the wires in the back of the patient's neck were too close to the phrenic nerve. A different hcp did a complete exam and told the patient that all of the wires were where they were supposed to be. It was reported that the patient had lasix for wheezing, which helped sometimes. The patient had a cardiac evaluation a year ago and didn't find anything that would have contributed to the wheezing. It was noted that the patient also had botox. A follow-up report will be made if additional information becomes available. See MFR report # 3004209178-2013-00091 it was unclear which device was related to the event or if both devices were related to the event.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), -- product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), -- product type extension product ID, 3387s-40 lot# v192123, product type lead product ID, 3387s-40 lot# v192123, product type lead. (B)(4).